Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, so a review of the device history records could not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, after one sample pass, the bottom slide of the device allegedly self-activated outside of the patient. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is confirmed for self-activation, as the top slide released during the drop test/functional testing. Upon disassembly, it was noted that the right bumper was slightly bent from contact with the spring and the cannula tangs did not have enough space to fully lock into position. The investigation is inconclusive for the reported stylet self-activation, as functional evaluation could not be completed due to the identified self-activation of the cannula. It is possible that the bent bumper and poor cannula tang engagement identified during the evaluation contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.